Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event, d4: UDI section, lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer "received complete h-1200 system assembly but was missing the air line connection kit. Missing y connector when unboxing." No adverse effects have been reported.